Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (pt death) has been investigated. Upon eval, the monitor was fully functional. Results of death analysis: the device properly detected asystole. However, the detection was interrupted by the significant signal artifact on the ss chanel. No treatment sequence was initiated for asystole, as this is a non-shockable rhythm. While monitoring the pt's rhythm, no sustained ventricular tachyarrhythmias were detected. Subsequent monitoring of the pt's rhythm was not possible due to device deactivation. The device functioned as designed. No treatment was initiated because no vt or vf rhythms were detected. However, the monitor should have alarmed with a "call ambulance" message when the asystole rhythm was detected. The alleged report by the pt's husband that the device did not alarm cannot be confirmed. All alarms were fully functional upon receipt at zoll.

Event description:
The pt experienced asystole rhythm. No treatment sequence was initiated as asystole rhythms are considered non treatable. The pt passed while with her husband. The pt's husband reported that the system was not alarming at the time of death.